Event description:
It was reported that the patient came to the hospital after hearing a patient alert. Undersensing and oversensing, along with intermittent failure to capture was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient came to the hospital after hearing the patient alert. Undersensing and oversensing, along with intermittent failure to capture was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.